Event description:
It was reported that a malfunction occurred on the pump, displaying a specific code. The impact on the customer's blood glucose level was unknown as the customer declined to answer if their levels exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue happened again.